Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1305004) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci sales professional that a male pt underwent a diagnostic peripheral procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 5f sheath. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 7mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that there was bleeding from the puncture site (access site) after deployment of the device. Manual compression was applied to the access site for ten minutes at which time the bleeding was resolved. The pt was hospitalized overnight and discharged to home on (B)(6) 2013 with no further complications noted. The pt's hospitalization was not mynx device/mynx procedure related.